Manufacturer narrative:
Interrogation failure and premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for interrogation, the advisory device was unable to be programmed. After attempting to interrogate the device again with no success, it was determined that the device battery was likely very low. It is suspected that the battery depleted prematurely. An electrocardiogram revealed that the patient's heart rate was lower than the programmed setting. The physician elected to replace the device and the patient was stable following.